Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. The current suspected lens model is only qualified for use with the monarch (a) cartridge. The product investigation could not identify a root cause for the reported complaint. Information indicated that the lens was placed inverted in the sulcus. This position may have led to the reported pressure increase and reported pigment in the anterior chamber. The product was not returned. Not enough information was provided for further investigation. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information provided stated: ¿unfortunately, the lens came out rotated, even though I had reversed with the monarch.¿ it is not clear what is meant by this statement. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Information indicated that the lens was placed inverted in the sulcus. Per the IFU: the current suspected lens model is a company uv-absorbing acrylic foldable multipiece posterior chamber lens. Company posterior chamber intraocular lenses are intended to be positioned in the posterior chamber of the eye, replacing the natural crystalline lens. Clarification was requested. The reporter did not respond to the follow-up requests for further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens came out rotated, even though the physician had reversed with the company handpiece. The lens was therefore placed inverted in the sulcus. The physician was wondering if this would change the curvature of this iol, given that this patient had pigment in the anterior chamber and pressure increase. The physician also enquired if this happened due to abrasive iol against posterior iris. Additional information has been requested.